Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) was performing a stress echocardiogram on a treadmill at his cardiologist's office. The patient went into ventricular tachycardia (vt) and received four doses of anti-tachycardia pacing (atp), the last dose of atp then accelerated the rhythm into ventricular fibrillation (vf) which entered the vf zone and the patient received a 31j shock which reverted the patient back into a slow conducted atrial fibrillation (af) rhythm. During the vf episode the patient had lost consciousness and it took about a minute after the episode to regain consciousness. The device was functioning appropriately after the episode and the post shock duration parameters were extended from 30 seconds to 2 minuted. No additional adverse patient effects were reported.

Manufacturer narrative:
The device remains implanted. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated and an amended report submitted should further information be provided.